Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery alarm or verify prime or fill anomaly, rewind anomaly,back light anomaly, motor error alarm and keypad anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked case display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin squirts out while priming, motor errors, buttons no longer working and insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had random no delivery alarms, crack on the left hand corner of the screen, insulin pump rewind and prime time had slowed down and diminished back light. The insulin pump will not be returned for analysis.